Event description:
Info received indicates the brake is setting but the casters will swivel if the stretcher was pushed from the side.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.